Manufacturer narrative:
Imagery was provided by the complaint site and it was observed the patients access vessel had calcification and was undersized, less than 5.5mm for 14f sheath. The access vessel of the patient was torturous. The devices were not returned to edwards lifesciences for evaluation. Therefore, no visual, functional, or dimensional analysis could be performed. DHR (device history record) review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU for commander delivery system with s3/s3u thv, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over manipulate the sheath at any time. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was unable to be performed. As such, a manufacturing nonconformance was unable to be determined. Review of the DHR and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Per the report, during implant of a 26mm sapien 3 ultra valve in the aortic position, a bent valve strut was observed after advancement through the 14f esheath without resistance. Per imagery review, calcification, tortuosity, undersized vessels were noted within patient access vessel. Per the training manual: push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not over manipulate the sheath at any time. The presence of calcification, tortuosity, and undersized access vessel can create a challenging pathway during delivery system insertion through the sheath, leading to high resistance and push force. In this case, it is possible that valve strut catches within the sheath during the delivery system insertion through the sheath, and the subsequent push force resulted in the reported bent strut. These patient/procedure conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (calcification/tortuosity/undersized access vessel) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint for frame damage was unable to confirm. Available information suggests that patient (calcification/tortuosity/undersized access vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. A CAPA (corrective action preventative action) and pra (product risk assessment) was previously initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During implant of a 26mm sapien 3 ultra valve in the aortic position, a bent valve strut was observed after advancement through the 14f esheath. There was no resistance while advancing the valve and delivery system through the esheath. The bent strut was observed after the valve exited the tip of the esheath. The valve, delivery system, and sheath were removed together as a unit and a new system was used to complete the case. There was no injury to the patient. The patients access vessel mld was 5.5mm.